Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A mitraclip xtw was inserted and after several grasping attempts, a posterior flail was observed, and it was observed that the anterior gripper was unable to lower. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. It was noted that in the physician's opinion, the g5 clip delivery system (cds) does not translate as smooth as the g4 version. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.